Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator would not operate on ac power. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power supply to correct the reported problem. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate. Applicable final testing was completed and tests passed to operating specifications.